Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was leaked at past second o ring. Customer stated that it appears that reservoir was leaked into the pump due to the rubber gasket being damage. Customer stated that the reservoir compartment had cracked however reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir does not leak. Also performed a visual inspection and found no physical or cosmetic damage. (B)(4).